Event description:
Pt was strapped on the cybex machine in the passive range of motion mode for left knee flexion and extension. When the machine was started it beat the pt's left knee back into flexion further than the anticipated range of motion before the emergency stop control could be activated. The mechanical stops were not set.